Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 3500 rpm for 10 minutes. Qc was within the established ranges prior to and after the event. No error was posted to the event log. The customer stated there was no issue with any other assays. Service was not dispatched for this event. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously elevated troponin (accutni) results above the ami cutoff generated by unicel dxc 600i access 2 immunoassay system for one patient. The results did not match the patient's clinical picture and were not reported out of the laboratory. Subsequent testing on an alternate instrument produced a result within the risk stratification range. There was no report of death, injury, or change to patient treatment connected to this event.